Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens ripped when it was implanted. The surgery was completed on the same day without any product replacement. The same lens was used for the patient and remains implanted. The patient is alright. Additional information has been requested and received stating after injecting the lens into the eye, the lens was torn 90% at the optic/haptic junction. This likely occurred due to the plunger force on the lens. So the lens was cut out and requested the same lens. Same thing happened with the backup lens. The patient was not hospitalized for the event and there was no harm to the patient. Th prognosis was good. The patient issues had resolved.

Manufacturer narrative:
The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU(instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).